Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported eight days post implant hearing an alert coming from the device. The alert was triggered due to low pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.